Event description:
User received discrepant calcium results on eleven pt samples. The following seven examples were provided. Units=mg/dl. Some samples were initially ran in 2008, but no info was provided as to which samples were ran on this date. All samples were repeated two days later. Sample 1: initial 9.0, repeat 9.9. Sample 2: initial 8.6, repeat 9.4. Sample 3: initial 8.4, repeat 9.2. Sample 4: initial 9.5, repeat 10.4. Sample 5: initial 8.9, repeat 9.8. Sample 6: initial 8.6, repeat 9.4. Sample 7: initial 8.9, repeat 9.7. The initial discrepant results were reported and the user stated that they believed no pts were treated based on these results. Amended reports were sent. The field service rep determined the cause to be a clogged sample probe. The probe was replaced. Performance tests were performed and within spec.